Event description:
It was reported that due to the device no longer working, the patient had his inflatable penile prosthesis (ipp) removed.

Manufacturer narrative:
An allegation of a device malfunction was reported. The ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders performed within specification. The ams 700 momentary squeeze (ms) pump was also visually inspected and functionally tested; no leaks were found. The pump failed the activation and valve deactivation tests. The pump therefore required more than 8 lbs. Of force to activate. Analysis concluded a device malfunction. Correction to h2, h3, and h6: updated to include device analysis. Reservoir model720185-01. Lot sn- (B)(6). Mfg date- 03/14/2019. Exp date- 03/13/2021. Gtin- 000878953005669.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to the device no longer working, the patient had his inflatable penile prosthesis (ipp) removed.

Manufacturer narrative:
Updated with device lot numbers reservoir. Model720185-01. Lot sn- (B)(4). Mfg date- 03/14/2019. Exp date- 03/13/2021. Gtin- (B)(4). Device not returned for evaluation.

Event description:
It was reported that due to the device no longer working, the patient had his inflatable penile prosthesis (ipp) removed.